Event description:
It was reported that the catheter was found to be broken and was surgically replaced. It was reported that the catheter was to be replaced because the health care provider (hcp) stated it was "broken". The reporter believed that a dye study had been performed by another physician a couple weeks prior to the case to confirm the break; however, there was also a concern that the catheter may have just been pulled out of the intrathecal space. The reporter stated that the patient was implanted a year ago and "a couple" months after the implant the effect stopped working. It was later reported that the catheter was in fact broken at the distal (spinal) segment. The catheter was replaced and thrown away. The reporter stated that as far as they knew the patient was doing well. The medication used in the pump was dilaudid (hydromorphone) (new) and morphine (old).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).